Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code indicating the device voltage was too low for projected remaining capacity. Boston scientific technical services (ts) was contacted to discuss options and recommended explanting the device and sending it back to boston scientific for detailed laboratory analysis.

Manufacturer narrative:
The device is scheduled to be replaced this week. Once the device is replaced, it will be returned to boston scientific for analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Approximately one week later, the device was explanted and replaced. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that is/are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.